Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, prior to implant, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services discussed that this may be a result of exposing the device to cold temperatures and recommended performing a disk analysis to ensure the device was ready to be implanted. This device was never in service. There was no patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of device memory found that the low battery voltage fault was recorded on (B)(6) 2016. However, the device diagnostics did not go back to that date to see the voltage and temperature history. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.